Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the controller didn't want to find the implanted neurostimulator. Patient said they were seeing no device found and wouldn't do anything and patient didn't think controller was charging. Agent reviewed no device found message info and had patient start an implant charging session. Patient was able to start recharging excellent: controller 30%, implant in the red. Agent reviewed implant battery was empty and that was why they were seeing no device found earlier. Agent had patient plugcontroller back into ac power and patient confirmed screen showed controller was charging and green light was blinking. Agent reviewed to leave controller plugged into ac power for a couple hours until green light was solid and then to charge the implant. The troubleshooting steps that were taken on the call resolved the issue. Pt called back stating their ins stopped working again and this is the 3rd time they called about it. Pt said the controller finds the implant but it won't recharge. It showed poor recharge quality. Pt also gets no device found and 'other things like that'. Pt said right now ins was just about to die. Controller and recharger were replaced. Had pt use the controller on the call, the controller showed ins battery was low. Pt started the charging session and got poor recharge quality. Pt had no falls and no changes to ins pocket. Redirected to hcp.